Manufacturer narrative:
Block h6: problem code a041001 captures the reportable event of balloon pinhole. Block h10: investigation results a visual examination of the returned complaint device found that the balloon and the catheter did not have any visual defects. Functional analysis cannot be performed due to the balloon lumen being occluded and could not be unblocked. Because of the condition of the returned device, the reported failure of the presence of a pinhole in the balloon could not be confirmed. Therefore, the most probable root cause is cause not established as the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, it was noticed that the balloon was leaking due to a hole in the distal part of the balloon. Additional clarification to determine the size/nature of the hole has not been provided, so the reported event will be considered a pinhole. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(4) 2021. During the procedure, it was noticed that the balloon was leaking due to a hole in the distal part of the balloon. Additional clarification to determine the size/nature of the hole has not been provided, so the reported event will be considered a pinhole. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.